Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through review of the event history log. It was observed that a mechanism mounting screw to was freed and lodged between the link and motor gear preventing proper rotation. The failed motor assembly and screws were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.